Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. H3 other text: product not returned.

Event description:
Country of complaint: japan. A maryland forcep device was found to have a broken ceramic tip after a laparoscopic nephrectomy was performed. The missing part is approximately 5x5mm. X-ray of the patient detected a foreign object in the body of the patient; however, it was not clear if the foreign object is the missing part. An operation to remove the foreign object has not scheduled at this time. Photo provided indicates that the broken piece is 2 x 3mm in size. There is no information regarding the point of time the ceramic was broken and went missing. Upon interview with staff members of the or room, the device in question was used for 21 surgical procedures until the ceramic was found to be missing. The or room was not aware that the ceramic was missing when the device was prepared for use in the referenced procedure. The hospital's conclusion after their intra-mural investigation; it was stated that they had not been following the instruction for maintenance of adtec bipolar, and that this case is for the most part attributed to maintenance problem.

Manufacturer narrative:
Investigation: no product at hand. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: according to the quality standard a production error and a material defect can be excluded. No CAPA is necessary.